Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Cxr taken on (B)(6) 2019 showed ra and rv leads to be dislodged. Patient was asymptomatic. Leads were successfully revised on (B)(6) 2019 and remain actively implanted. Should additional information become available, this file will be updated.